Event description:
It was reported that prior to surgery the motor device was "overheating". There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no patient involvement reported. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation.  (B)(4) evaluated the device.  The device was tested and was found to have an e6 error. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be improper handling and use.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.